Event description:
It was reported to philips that the system's arm hit the radiation shield arm, causing the cover to come off/detach. No harm to the patient or user was reported. Philips has started an investigation of this complaint.